Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that something like a debris was observed on the optic of an intraocular lens (iol) upon opening the lens case. The surgeon decided not to use the lens. No patient contact and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint unit zcb00v (tecnis optiblue 1-piece) model was received in its original folding carton. One picture of the reported unit was provided. From the picture provided, the lens was observed in the assembled lens/insert/case with the correct orientation (sited between the insert pegs). White debris was observed on the whole optic zone. Visual examination revealed a small piece of white debris on the optic surface. The debris was removed and an ftir (fourier transfer infrared spectroscopy) spectrum was obtained of the foreign material. Ftir analysis indicates the debris is consistent with a cellulosic material (i.e. Cotton, rayon, lint). Additional peaks at ~1590 and 1425 cm-1 may indicate the presence of inorganic salts (e.g. Buffer solution). The reported issue was verified. The results were reviewed and according to the assessment these particles identified are not associated to the manufacturing process; therefore, the source of the debris could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.